Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level but knew it was between 54 - 500mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.